Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached catheter was removed using rat tooth forceps.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the black catheter remained in the prosthesis after deployment. The detached catheter was removed using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached catheter was removed using rat tooth forceps. Block h11: a naviflex rx delivery system was received for analysis. The guide catheter was not returned; it had been detached from the device. The pull wire was found stuck, as it was not possible to introduce it again for a functional test. Product analysis confirmed the reported event of catheter guide break. The reported event and the additional observed event of a stuck pull wire were most likely related to procedural factors such as lesion characteristics, device handling, and the technique used by the physician. It is possible that during stent deployment, vessel tortuosity or the physician's technique caused the guide catheter to detach from the pull wire. Additional force may have been applied while attempting to deploy the stent. Consequently, the pull wire became stuck and extended too far from the handle, preventing reinsertion for functional testing. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the black catheter remained in the prosthesis after deployment. The detached catheter was removed using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.